Manufacturer narrative:
The reported issues poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The companion 2 driver was not in use by a patient. A syncardia clinical support specialist reported that the companion 2 driver did not pass the system check at the (B)(6). The companion 2 driver was returned to syncardia for evaluation. A review of the electronic patient file confirmed the system check failures. The driver passed all testing, and there was no evidence of a device malfunction. Possible root causes for the system check failures are that the end user did not remove the orange driveline shipping plugs before conducting the system check, or that the end user left the drivelines connected when prompted to remove them. This would have obstructed the driveline pressure and flow rate, causing a false reading during the testing.